Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having an issue in the or when they were doing their impedance check after stage 2 and they kept getting impedance. They did an interrogation and found out there was blood in the battery and they used suction to get it out and put it back in. They got all green lights so everything was fine. The caller went to turn the stimulation on in post op and they got repeated impedances again and they couldn't turn up the stimulation past 0.3 ma. Discussed potential reasons why impedance was still an issue after it cleared in the or. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.